Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2009 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, fluid, damage to bone/tissue, and a loosened acetabular cup. A review of the invoice history confirmed the revision procedure; however, an invoice could not be located to confirm the initial procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.